Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. The patient underwent an explant procedure. The explanted ipg and lead were discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7035527.